Event description:
It was reported that the target lesion was a mildly tortuous, moderately calcified lesion in the distal right coronary artery, with a 99% stenosis. Intravascular ultrasound was performed and the 2.5 x 8 mm trek nc balloon was delivered to the target lesion, with some resistance felt. The balloon was inflated at high pressure, 22 atmospheres for 10 seconds due to the calcification and the balloon ruptured. Some resistance was felt during retraction of the balloon catheter from the patient. The balloon was replaced with a non-abbott dilatation balloon and a non-abbott stent was implanted successfully to complete the case. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance/difficulty crossing can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Based on the information provided, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the reported complaint. It was reported that after the catheter was advanced with some resistance noted, the balloon ruptured above the rated burst pressure (rbp) at 22 atm due to the calcification. As there was also no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. In this case, an interaction with the tortuous and calcified lesion during advancement likely contributed to the reported resistance and subsequent balloon rupture during inflation above rbp. As a result of the rupture, the balloon may have not been able to fully deflate, thereby contributing to the reported resistance upon removal of the device. Based on the information provided, the difficulties reported appear to be related to operational context of the device and not a product quality deficiency. It should be noted that the instructions for use (IFU) states: device should not exceed the rbp. The rbp is based on result of in vitro testing. Use of a pressure-monitoring device is recommended to prevent over pressurization. Additional information received from the account stated that the device was prepared inside the body; however, this does not appear to have directly caused or contributed to the reported complaint. It should be noted that the IFU also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for. There is no evidence to suggest a potential product deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.